Manufacturer narrative:
Received a call from the ent area sales manager stating she examined the device with the risk manager at the user facility. The et tube was patent with no obstructions noted. An obvious clear clean laceration was noted in the cuff. The area sales manager confirmed that she and user facility risk manager think it looks as if it was cut, not torn. The area sales manager indicated she tested the valve of the cuff and it was functioning correctly. The area sales manager attempted to video the et tube, however, she experienced a cell phone problem and the video could not be recovered. The area sales manager confirmed with the user facility risk manager that the device will not be returned for product examination. (B)(4). No medwatch 3500a form was received from the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. Neither the device in question, applicable imaging films, or medical records were returned to the manufacturing facility for full evaluation. The information reasonably suggests that the device in question has malfunctioned as defined by the FDA, and a review of the complaint history indicates that this product issue has resulted in an adverse event in the past and therefore, is likely to cause or contribute to a serious injury if this event were to recur. The endotracheal tube is flexible silicone elastomer tube with an inflatable cuff and has bipolar stainless steel contact electrodes which are designed for monitoring vocal cords, nerve integrity through the electrodes contacting the true vocal cords. The stainless steel wires are embedded in the silicone of the main shaft of the tube and are exposed only for a short distance (approximately 30 mm), slightly superior to the cuff. The electrodes are designed to make contact with the patient's vocal cords to facilitate electromyographic (emg) monitoring of the vocal cords during surgery when connected to a multi-channel emg monitoring device. Both the tube and cuff are manufactured from silicone elastomer that allows the tube to conform readily to the shape of the patient's trachea with minimal trauma to tissues. The emg endotracheal tube is intended for use as a means of providing both an open airway for patient ventilation and for intraoperative monitoring of emg activity of the intrinsic laryngeal musculature when connected to an appropriate emg monitor. The emg tube is indicated for use where continuous monitoring of the nerves supplying the laryngeal musculature is required during surgical procedures. The emg tube is not intended for postoperative use. Avoid disrupted air supply due to inadequate oxygenation by confirming, monitoring, and maintaining anesthesia gas delivery systems and connections at all times. Avoid inadequate oxygenation from placement in the right main bronchus by confirming the correct positioning after intubation. Avoid inadequate oxygenation due to a collapsed or blocked tube after performing a test inflation, by inspecting the inner diameter of tube for patency after test inflation. Do not attempt to use an emg tube without first performing a cuff inflation test. Inflate the cuff with the intended gas mixture and visually inspect the cuff for any abnormality. Replace with another emg tube if any adverse abnormality is found. Do not attempt to manipulate an emg tube with an inflated cuff after insertion. Manipulating a tube with an inflated cuff may cause partial airway blockage at the tip and/or murphy eye, cuff herniation or tip deflection. Ensure that the cuff is fully deflated before any manipulation and confirm that the airway is free of any potential occlusion after repositioning. Before use, the cuff should be tested for cuff leakage with 15cc to 20cc of air. Thoroughly evacuate all air before intubation.

Event description:
It was reported that during a scheduled, near-total thyroidectomy of a mediastinal goiter, end tidal carbon dioxide (etco2) monitoring was abruptly lost. Tidal volume and minute volume were markedly decreased indicating a lost airway. At this time, an emergency tracheostomy was performed and an endotracheal tube (ett) was inserted through the incision into the trachea. After which, the ett was attached to anesthesia with a return of ventilation and etco2 wave forms. Once the airway was secured, it was converted to a tracheostomy. The crna stated they did not hear any leaking of the cuff during the procedure and "they did not make any adjustments during the case at a suspected leak." A physician stated "the patient was very sick and there could be several causes"; there may have been a "mucus plug" that interfered with the ett tube. ''The cuff may be damaged now due to the tracheotomy.'' ''Immediately in post op, the patient was stable, awake, alert, and neuro status was intact.'' The patient has a ''good'' long term prognosis and was ''discharged home with tracheostomy.'' The physician stated he does not feel the device may have caused ''permanent impairment'' to the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.